Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt discomfort when the lead entered the epidural space. The physician aborted the trial, and the patients discomfort immediately went away when the lead was removed. The lead will not be returned as it was discarded by the medical facility.